Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Reported lot number 4524501 does not correspond to reported part number 357.366. Without a valid lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: a 130 degree aiming arm was received missing three rivets that connect the aiming arm cap to the aiming arm body. The 130° aiming arm is a component of the titanium trochanteric fixation nail (tfn) system intended for the intramedullary fixation of proximal femur fractures. The technique guide was reviewed for proper use of the instrumentation for this system. A 130° aiming arm (part 357.366, lot 4525401) was returned with the following complaint description: ¿the 130 degree aiming arm failed during surgery ¿ it would not hold. The failure of this device did cause a ten minute delay in completing the case, but the surgeon was able to successfully complete the procedure with no deleterious effect on outcome.¿ upon receipt of the aiming arm, it was noted that the instrument shows signs of wear consistent with its age. Additionally, three of the four rivets used to connect the aiming arm cap to the body were missing. The functionality was tested known good parts (guide sleeve and buttress/compression nut) and the complaint condition of ¿will not hold¿ was not confirmed, as the aiming arm was able to retain the buttress/compression nut until the locking slide plate was released. Excessive play was observed due to the loose cap. While the nut releasing was unable to be replicated, the assembly as a whole was not as secure as intended due to the missing rivets. The drawings for the 130° aiming arm were reviewed and the design, material and finishing processes are appropriate for the intended use of this device. A definitive root cause was not able to be determined as the complaint condition was unable to be replicated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no relevant issues were found during manufacturing which could have caused or contributed to this complaint. All other records indicate that the product was manufactured to specifications.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of the device history records has been requested.correct lot number was provided by synthes sales consultant on feb 27, 2015.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure the 130 degree aiming arm failed during surgery--it would not hold. The failure of this device caused a ten minute delay in completing the case, but the surgeon was able to successfully complete the procedure with no deleterious effect on outcome. This is report 1 of 1 for (B)(4).